Event description:
It was reported that the lead was capped and replaced due to insulation anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead cut at 16.6cm from connector pin was returned. Without return of the entire lead a complete analysis could not be performed. Electrical test of the returned lead portion was normal.